Manufacturer narrative:
Attempts were made to gather additional information regarding this event, but none was able to be obtained. This record will be updated if additional information becomes available.

Event description:
It was reported that far-field oversensing was noted on this right atrial (ra) lead during a normal scheduled follow up. Atrial pacing thresholds were also noted to be high and intermittent atrial loss of capture was observed. The patient's wife reportedly stated that they had been told that this lead had slightly dislodged about a week after implant, but that no interventions had taken place. Boston scientific technical services provided programming and troubleshooting advice to the health care provider. No adverse patient effects were reported. This ra lead and the associated pacemaker remain in service.